Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Additional information has been requested.

Event description:
It was reported that this device was part of a system revision due to bacteremia. There were no additional adverse effects reported.